Event description:
Complainant alleged that after successfully delivering seven shocks to a pt (age & gender unk), a loud popping sound was heard during an attempt to administer an eighth shock and the device would no longer charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.